Event description:
It was reported that "during a laparoscopic surgical procedure, the surgeon did not have the necessary surgical effect and requested that the wattage be increased from 60 watts to 80 watts. When the ground pads (dispersive electrode) was removed, a third degree burn was noted at the ground pad site.